Event description:
Reporter indicated that a vns epilepsy pt was experiencing increased seizures above pre-vns baseline levels. The pt's vns was previously disabled for 22 days due to an MRI and then turned back on at lower settings. Attempts for further info are in progress.